Event description:
It was reported that during a lap gastric bypass procedure, the device locked on tissue and would not fire. The device had to be cut off of the tissue. The device was removed with a large piece of tissue. Another device, three reloads and two pouch devices had to be pulled to complete the case. Currently, the patient is stable.

Manufacturer narrative:
Date sent: 06/24/2009. The analysis showed that the device was received with the firing trigger jammed halfway not permitting the device to open properly. The device was returned with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional, as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A batch record review was performed and no anomalies were found during the manufacturing process. Damaged firing trigger teeth.